Manufacturer narrative:
According to the reported complaint, the catheter tip was cut off in the sealed package. One catheter was returned for eval. Examination confirmed the complaint as reported based on the info rec'd, examination of the product prior to use revealed the anomaly and no medical or surgical intervention was reported. Review of the lot indicates that there have been no other complaints of this nature; therefore, qa concludes this was an isolated event. Qa has reviewed the process with final packaging to minimize the potential for reoccurrences.

Event description:
According to the info, the pt states he came across a catheter with the tip cut off, still sealed in the package. He looked at it before inserting.